Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. The device was returned to olympus and the repair center confirmed the user's complaint for video socket was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. According to the instruction manual, "excessive force should not be applied to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus, however, the evaluation has not been completed at this time. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the video socket was broken. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed without a delay using the same device. There was no patient injury, associated with the problem, reported to olympus.